Event description:
It was reported that the patient experienced difficulty entering MRI mode and ineffective therapy, the physician opted for a system replacement with a different company's products.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4); serial: (B)(6), batch: a000112118.

Manufacturer narrative:
A patient unable to set ipg into MRI mode was reported to abbott. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.